Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated. The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The root cause of the service application condition is unknown as the report did not state what unrelated surgery or procedure the patient had prior to the device becoming inoperable on (B)(6) 2025. The first eri and ipg eri and eol timestamps had not been logged.

Event description:
It was reported that the ipg became unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced.